Event description:
Reporter initially noted cases of post-op inflammation. Additional information received noted this patient required unplanned medical intervention of hourly topical steroids and daily visit. Outcome, prognosis reported as good. Felt this was related to phaco handpiece.